Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector optical surface, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification test. This would cause reduced vaporization efficiency. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber ¿stopped functioning after 17 minutes and 48 seconds. Reported card timeout error¿. Procedure was converted to a loop electrode to complete the procedure. Patient outcome: no report of patient injury.